Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer stated that their blood glucose level was currently 55 (mg/dl), however the customer stated this was due to an over correction via manual injection for something they had eaten and that it was not due to the malfunction. Reportedly, the customer would use manual injections as alternate insulin therapy.